Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead and associated device had displayed a rise in pace impedance measurements as well as pacing thresholds. Recently the impedance rose to greater than 2000 ohms. The patient was seen for a revision procedure where the device and lead were explanted. The device has been returned for analysis.

Manufacturer narrative:
Of note, this device has been placed on legal hold, therefore, a full analysis cannot be performed at this time. This report will be updated once analysis is complete.

Event description:
--